Event description:
The husband of a female patient reports that when either of the battery packs are placed in the charger the green "ready" light and a red flashing "bad battery" light illuminate. Both of the battery packs show a full charge (4 bars) when plugged into the monitor. A review of the downloaded data found no battery or charger fault flags. Follow-up calls with the patient indicated the battery packs appeared to be functioning properly in the monitor but not recharging properly when placed in the charger. The patient's charger was replaced. Both battery packs were also replaced as a precaution.